Manufacturer narrative:
Result: device found to have a broken tine at the tip. One device was returned for evaluation. The device was returned without the anchor or suture for evaluation. The device was visually evaluated and confirmed to have a broken tine at the tip of the device. A review of the case details identify that the site was prepared with a 3.8 tapered awl, and then a 4.75 disposable awl. The instructions for use states that a 3.8 tapered awl is not indicated for use in the site preparation. Bone quality was not provided. A review of the non-conformance database did not identify any issues with the manufacture of this lot. A complaint history review did not identify any additional complaints on file for this lot. Per the instructions for use, ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the failure mode is confirmed, and the root cause is attributed to user error. No additional action is required. (B)(4).

Event description:
During an arthroscopic rotator cuff repair, it was reported that when the surgeon inserted the anchor into the site, the tip of the inserter broke inside the site. The site was prepped with 4.75mm disposable dilator, after tapping with 3.8mm tapered awl. The surgeon drilled over the site and retrieved the broken tip. He was sure that all of the broken tip was removed from the body, but some part of the anchor, which was broken during the drilling, might have been left inside the joint. The patient bone quality was hard. The operation was completed with a backup healicoil rg 4.75mm using another site. The original site was left empty. Patient condition confirmed to be okay post-procedure.